Event description:
It was reported that the patients had difficulty charging the ipg. It was noted that the ipg started to require more frequent charging and took longer to charge. The patient underwent an ipg replacement procedure. The explanted device was discarded by the facility.